Manufacturer narrative:
Device evaluation: accordingly, we would like to give a summary of our results regarding the reported issue. The technical investigation revealed a break in the tie rod at the transition to the fork. Analysis of the breakage site showed that the break occurred within the fork structure. This breakage pattern suggests that the tie rod failed not due to normal intended use, but due to excessive force. Due to its design, the tongs insert is guided in an outer shaft, which specifically protects it against lateral forces. Likewise, a defect resulting from the regular gripping process is considered unlikely, as the forces occurring during this process are primarily absorbed by the joint mechanism and no significant tensile or lateral load is exerted on the pull rod the event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that forceps are found broken after the medical procedure. No negative impact in state of health reported. Cross reference MDR: 9610617-2026-00033, 9610617-2026-00034.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction in device information in section d. The event is filed under internal karl storz complaint ID: (B)(4).